Manufacturer narrative:
Images from the customer's instrument were reviewed and consistent with the results reported.review of labeling: the package insert for the anti-a and anti-b blood grouping reagents states: "certain subgroups of a and b may produce reactions that are weaker than those obtained with a or b red blood cells of most random donors. Depending on the subroup involved, some may appear nonreactivein direct agglutination tube, microtitration plate or slide tests". Instrument is operating as expected.

Event description:
Customer reported that a donor sample that was tested on reflexabo assay on the galileo did not type as expected. The sample has a history of asubb but the galileo typed it as a b positive.